Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reported blood glucose, carbohydrate and insulin intake as follows: (B)(6). Upon inspection he noticed the cannula had a "big" kink.